Manufacturer narrative:
H11: correction: b1 and h1 were updated to report type adverse event.

Event description:
It was reported that during a surgical procedure, when the tissue protector was placed over bone pin and screwed in second, it broke at the head of the second bone pin. The surgeon removed the first tibial bone pin and attempted to remove tissue protector from damaged pin with no success. The broken pin was removed from the patient´s leg. It is unknown if there was surgical delay in the case. A back-up device was available to complete the procedure, patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.